Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to infection. The right atrial port was plugged and a temporary right ventricular (rv) lead was placed. It was further reported that an impedance alert was noted for high impedance on the temporary rv lead in both configurations one day post implant. The temporary rv lead was explanted and the patient received a new ipg system. No further patient complications have been reported as a result of this event.